Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
Nurse reported that their sherlock unit being used with vision ii was not showing any change in the p-wave when piccs are placed. They stated that they have to rely on the magnet tracking and then chest x-ray confirmation. No patient injury reported.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred.